Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback mega suturecut needle driver instrument was analyzed and found to have a broken main tube approximately 0.364" from the distal tip. A piece measuring proximately 0.989" x 0.278" was not returned with the instrument. Components adjacent to this broken main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal patch (tapp) procedure, the force feedback mega suturecut needle driver instrument was observed to be broken, a piece (fragment) was missing after trocar removal. The piece (fragment) was located and retrieved under visualization with a laparoscopic grasper during the same procedure. A post-operative x-ray was taken to confirm. The robot was docked back up to sew the peritoneum, and the procedure was completed. There were no complications as a result of the issue. The patient has not returned to the hospital due to any post-surgical complications.